Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The pt access window side right, slider body is open. Three panel sides have a zipper slider body that is stuck. (B)(4).

Event description:
Customer reported the teeth do not align when an attempt is made to secure the enclosure shut. The issue was discovered during setup, but the date is unk. No pt incident or injury was reported.